Event description:
The device was returned to physio-control in accordance with recall (B) (4). The device was evaluated at the failure analysis center and observed to spontaneously lose power due to a depleted internal battery. There was no pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control determined the root cause of malfunction to be an electrically leaky filter, designator fl11, from the analog pcb assembly. The failure depleted one of the internal hlc battery cells bt3. A replacement device was provided to customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.